Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the image has interference when moving the connector occurred due to corrosion of the video connector pin. The cause of the video connector pin could not be identified. The event may have been prevented by following section [3.4 connection of the endoscope] of the IFU. ¿make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the otv-si. Wet equipment could cause the image to flicker or disappear.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, the circuit board was in a poor connection condition, the image had interference when moving the socket, the light connector base was in a poor condition, and rust was noted in various parts of the chassis. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the video system had unstable image. Upon inspection of the customer¿s returned device it was observed, the image issue was due to socket connector with rust on the pins. This report is being submitted for the malfunction found during evaluation. There was no patient involvement in this event.